Event description:
Customer called to report the reservoirs were cracked and it was leaking at the o-rings. It was stated that they had high bgs. Troubleshooting was declined. Customer requested to replace the reservoirs.